Event description:
During ercp lithotripsy used to break large 15-20mm stone. Stone did not fragment and basket broke. (Separated from wire and remained around stone). Failed repeated attempts to cut basket with needle knife papillotome. Basket left encasing stone in the common bile duct. Patient needed open cholecystectomy and exploration of common bile duct with removal of stone and basket.